Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a main drawer 3 pocket d3 failed to release. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a main drawer 3 pocket d3 failed to release. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 3 pocket d3 was failed to release. A field service engineer assisted the customer in attempting to eject the cubie pocket but was unsuccessful. After a proper shutdown and reboot, the customer was able to successfully eject the pocket. The system functioned as intended after the field service engineer troubleshot the device the device.